Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and rotated heart for a mitraclip procedure. During the procedure, m knob was observed to be mis keyed. An attempt was made to retract the clip into the guide. Upon retraction, resistance was felt as one of the clip arms was caught on the guide tip. The lock and gripper function was tested. The sleeve was in contact with cardiac structures. Upon opening the clip, it was observed to be slightly tilted. The clip was closed and removed from the anatomy. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1+ post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and rotated heart for a mitraclip procedure. During the procedure, m knob was observed to be mis keyed. An attempt was made to retract the clip into the guide. Upon retraction, resistance was felt as one of the clip arms was caught on the guide tip. The lock and gripper function was tested. The sleeve was in contact with cardiac structures. Upon opening the clip, it was observed to be slightly tilted. The clip was closed and removed from the anatomy. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1+ post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove (cds/sgc), unintended movement (sleeve steering issues), or difficult or delayed positioning (anatomy). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficulty removing the cds through the sgc is related to procedural conditions (clip arm caught on guide tip). The reported difficult or delayed positioning (anatomy) and sleeve steering issues appear to be related to procedural conditions (inadvertent interaction with cardiac structure not visualized on echo). There is no indication of a product quality issue with respect to manufacture, design, or labeling.